Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): , corrected data:

Event description:
It was reported that the doctor and nurse had a patient with anemia like symptoms. The patient had pale skin, pale fingernails, and had symptoms of fatigue. The pronto device read a 12+ g/dl. The doctor and nurse felt it was incorrect. They compared with the hemocue (finger stick) and a reference lab venous draw, both read 7 g d/l. They had serious accuracy concerns. No known impact or consequence to patient.